Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation. The specific date of the event is unknown and the date was defaulted to (B)(6) 2017.

Event description:
A peritoneal dialysis patient reported several days ago a fluid leak that was noted following a cancelled treatment. The specific date of the event was not known. Additional information has been solicited. The set's availability for evaluation is unknown.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.